Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "extracapsular siliconoma".

Event description:
Healthcare professional reported a left side rupture diagnosed via MRI and extracapsular siliconoma. This record relates to the left side.